Manufacturer narrative:
Sample is li heparin plasma that was centrifuged for 6 minutes at 3300rpm. Qc was within the customer's established ranges prior to the erroneous result. A bci field service engineer (fse) performed: system check and a carry over test both passed. High sensitivity system check, which failed the foam portion. Preventive maintenance. All verification testing met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive total beta human chorionic gonadotropin (tbhcg) results for one patient sample generated by unicel dxi 600 access 2 immunoassay analyzer. The result was not reported out of the laboratory. The sample was repeated and negative result was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.